Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a hemorrhoidectomy procedure, the cord wouldn't power up the unit. A new cord was obtained from outside the hospital. They were able to complete the procedure with the new cord. There was a delay of over 30 minutes while the patient was under general anesthesia. No patient injury reported.